Event description:
Patient reported skin irritation in the form of itching, rash, and blisters/welts. The patient did seek medical attention from their doctor and was prescribed nystaline and triamtinolone. The patient reported not following proper skin preparation guidelines.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.